Manufacturer narrative:
The glucose reagent lot number is 77229101 and the expiration date is 30-apr-2025. Calibration was last performed on (B)(6) 2024 and the data was acceptable. The customer verbally confirmed all qc recovery data was acceptable. The alarm trace did not contain a conspicuous event. It was found that the customer centrifuges patient samples for 7 minutes, which may be too short. The field service engineer (fse) found that a vacuum tube had popped out and repaired it. Qc was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results for 2 patient plasma samples on a cobas 8000 c702 module. For sample 1, the initial glucose result was 20.5 mg/dl. The patient's nurse checked the result using point of care (poc) testing and questioned the reported initial result, prompting the patient sample rerun. The sample was repeated twice on another c702 analyzer and the results were 186 mg/dl and 192 mg/dl. The result of 186 mg/dl was deemed correct. For sample 2, the initial glucose result was 24.5 mg/dl. The reporter questioned the result which prompted them to repeat the sample. The sample was repeated on another c702 analyzer and the result was 202 mg/dl. The repeat result was deemed correct.